Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. Multiple attempts to obtain additional information regarding the patient¿s outcome as well as requests for return of the pump were issued to the customer; however, no additional information regarding the event was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient was expired on (B)(6) 2019 due congestive heart failure. Additional information was requested but was not provided.